Event description:
It was reported that a 42-year-old female patient underwent a primary breast augmentation procedure with an unspecified allergan saline breast prosthesis that deflated post implantation. Deflation of the patient's right breast prosthesis was diagnosed during an office visit. As a result, the patient was scheduled to undergo explantation on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).